Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the balanced salt solution in the lens vial was half full.

Manufacturer narrative:
The lens and vial were returned for evaluation. Visual inspection of the lens determined the lens is in a dried condition and is in the vial positioned correctly. Particulates, saline dentrites, dried solutions and white crystal like particles are visible on the optic and haptics. The lens is not damaged. Visual inspection of the vial found the vial contains no fluid and dried solution and crystal-like particulates visible in the threads of the cap and vial. The septum is damaged/cracked. A functional test was performed by filling the vial with water. Fluid does leak from around the cap. The cause of the damaged septum cannot be determined.

Manufacturer narrative:
The lens and lens vial were not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented.